Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage was noted. While performing a pci for angina pectoris, the physician was unable to deploy the 3.5x20mm taxus express2 drug eluting stent in the severely calcified target lesion located in the proximal right coronary artery. The blood tortuosity at the aorta was severe. Upon removal of the device, it was noted that a stent strut "got flared". The procedure was successfully completed with another 3.5x20mm taxus express2 drug eluting stent. No pt injuries or complications were reported. The pt was discharged on panaldine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications. The most probable cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.